Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specs. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.

Event description:
Product was returned as an implant failure because of failure to integrate. Based on the report, the pt had moderate oral hygiene and moderate bone condition with a medical history of tobacco use. The surgery was a traditional 2 stage surgery with a single prosthetic attachment in tooth location #4. No bone augmentation material was used. Implant was removed because of pt health habits. The pt is described as stable but treatment ongoing. Upon follow-up, the doctor indicated the pt received a wider diameter fx4312mlc implant and is recovering fine. The doctor indicated that the device was not rec'd damaged or defective such that it would not perform as intended.